Event description:
It was reported that the covers on the stretcher were broken resulting in the exposure of sharp edges.

Event description:
It was reported that the covers on the stretcher were broken resulting in the exposure of sharp edges.

Manufacturer narrative:
.